Event description:
The surgeon implanted a collamar lens model cc4204bf and the haptic tore during implantation. The lens was implanted and removed without pt injury. Contact could not recall the model and lot numbers of the cartridge and injector. It was stated that the date of event and patient information were unknown.